Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329, (lot: 0012421124); product type: 0195-heart valves; implant date n/a; explant date n/a; product ID l-evolutfx-2329, (lot: 0012416835); product type: 0195-heart valves; implant date n/a; explant date n/a; product ID evfxplus-29 (serial: (B)(6) ); product type: 0195-heart valves; implant date n/a; explant date n/a; product ID d-evolutfx-2329; (lot: 0012423688); product type: 0195-heart valves; implant date n/a; explant date n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, the valve was deployed to 80%, and respiratory variation was observed. During release, there was large inhale, and the valve dislodged towards the ventricle. Subsequently, paravalvular leak (pvl) was observed. An echocardiogram and angiogram were performed, and the implanting team attempted to reposition the valve using a snare. However, the valve dislodged a second time and was seated in the ascending aorta. A second valve was loaded into a new delivery catheter system (dcs) and advanced, but the team was unable to cross the first valve in the ascending aorta. Ultimately, a 26 millimeter (mm) non-medtronic valve was implanted. It was noted that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 2 mm, and the implant depth on the non-coronary cusp (ncc) was 3mm. After valve dislodgement, the implant depth on the ncc and lcc was 18 mm. A 2 hour procedural delay occurred in result of the dislodge. Per the physician, the patient¿s respiratory variation caused the dislodge.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the pvl was moderate in severity following the valve dislodgement.